Event description:
The customer had a high blood glucose level. The customer's high blood glucose level was 357 mg/dl. The customer was treated with insulin pen and she does feel ok to troubleshoot. The customer was advised to disconnect to insulin pump. The patient was advised to change the entire set, reservoir, and insulin and treat per health care provider instructions. The customer stated that the problem is injection site. The patient was advised and directed to additional resources available in our website. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.